Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer called intuitive surgical, inc. (Isi) technical support engineer (tse) to report an issue with the high resolution stereo viewer (hrsv) eye piece. Site logs were not available. The system was not used on the patient when the issue was identified. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse checked and identified that the high resolution stereo viewer (hrsv) eye piece is having issues, and replaced it with spare hrsv eye piece. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.